Event description:
The manufacturer received information alleging a golox oxygen concentrator was leaking liquid oxygen. There was no report of pt harm or injury.

Manufacturer narrative:
The golox was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device has evidence of a liquid oxygen tube fracture which appears to be caused by the device being dropped repeatedly. Product labeling states to not use this device if it appears to be damaged or missing components.